Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. It has been over four (4) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the results of the investigation the cause of the issue was printed circuit board failure. The most probable cause of the issue is: error/product design. Olympus will continue to monitor the field performance for this device.

Event description:
It was reported the electrical generator displayed an error: e433. The issue occurred during maintenance. There was no patient or procedure involved. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.